Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in critical override and disconnected mode, and it was offline in remote support service (rss). The field service engineer (fse) found the station in critical override and walked the customer through checking the network connections, which were all good. The information technology department opened the port, but the station remained in critical override. It then showed online in rss but still displayed the critical override status. The engineer had the customer turn off critical override at the server, enable it at the station, and then turn it on at the server again, which cleared the icon. The customer verified the resolution and successfully logged in using rss and beyond trust. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was on critical override and disconnected mode. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.